Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports: the pump is taking longer to deliver the requested feed rate.

Manufacturer narrative:
Submit date: 10/28/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit is taking longer to deliver requested feed rate. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s gearbox as it was damaged. The unit¿s gearbox was replaced to correct the issue. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.